Event description:
The pt was implanted with the bacfix ti spinal fixation system on 6/15/1999 for an l4/l5 fusion. At approx 8 weeks postoperative, radiographic assessment revealed that the spinal rods on either side of the construct had loosened from their respective wedges and migrated from their original post-operative position. The surgeon opted to revise the system on 8/27/1999. During the revision procedure, the surgeon removed and replaced the 4 wedges and 2 spinal rods. Revision was completed.